Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, the customer was able to load the cartridges onto the pump and continued insulin therapy. There was no reported adverse impact to the customer's blood glucose level.